Manufacturer narrative:
The account replaced the brake caster to repair the stretcher.

Event description:
The accounts biomed stated the brake casters will not lock in place. It continues to swivel from side to side.